Event description:
The user facility reported that during use of this smartnail 1.5mm percutaneous drill bit ((B)(4)) in an osteochondral defect repair procedure of a left knee, the tip of the drill bit broke off. It was further reported that after drilling the access shaft for the 2nd smartnail and on removal of the drill bit from the condyle, the surgeon noticed that the tip of the drill bit had broken off and remained flush with the articular surface. The surgeon elected to leave the broken portion of the drill bit in place, as it could not be removed and proceed with the case by using an alternate device to place two additional smartnails. The surgery was completed as intended without any further complications or serious injury to the patient. The surgeon explained that he did not think that there would be any issues with the drill bit remaining in the patient¿s knee, as it was embedded quite deep and solidly into the bone.

Manufacturer narrative:
The remainder of the percutaneous drill bit is not expected for evaluation, as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the cause of the reported breakage was unable to be determined. A review of the device history records could not be performed, as the lot # was not provided. A 2-year review of the complaint history shows there were no other similar complaints received and no serious injuries or death related to the reported problem. This failure mode is addressed in the risk management report smartnail instrument set, june 5, 2009 as an acceptable risk. The 1.5mm percutaneous drill bits are supplied non-sterile and must be sterilized prior to use. The drill bit is a reusable device and designed to be used in surgical repair in association with smartnail implants. To reduce the risk of drill bit breakage and injury to the patient, the information for use (IFU) for this device provides the following precautions: - the instruments are designed for use by surgeons experienced in the appropriate specialized procedures. - it is the responsibility of the surgeon to become familiar with the proper techniques. - as with any surgical instrument, care should be taken to ensure that excessive force is not placed on the device. Excessive forces applied to an instrument can result in the instrument's failure. H3 other text : device was discarded by customer